Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was able to beep and vibrate, it was noted to otherwise be unresponsive and stopped all insulin delivery. Customer reported a blood glucose level of 205 (mg/dl). It was reported that the customer would revert to another pump for alternate insulin therapy.